Event description:
Procedure: lap. Excision of lesion of uterus.according to the reporter: prior to use on patient when a doctor let the inner sleeve move back and forth, the sheath was broken. New one was opened to complete the case with no problem.

Manufacturer narrative:
(B)(4)